Event description:
Received email from isg allegedly stating the heating pad caught fire when in use. Minor injury alleged.

Manufacturer narrative:
(B)(64). RMA (B)(4) has been initiated for this issue. Model isg 5611503, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer alleges that the unit allegedly burned. The unit allegedly turned black, but there was no visual flames observed. No medical attention was sought but minor injury alleged. Unit was replaced.